Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited loss of capture and pacing inhibition. The physician indicated the root cause of the loss of capture was exit block. The rv lead was explanted and replaced. This device remains in service. No additional adverse patient effects were reported.